Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the station was communicating. The technical support specialist (tss) dialed into the station and confirmed there were no disconnected icons present. The data sync logs showed the last error occurred nearly an hour earlier, and current logs confirmed that the station was actively uploading data to the server, confirming that there were no issues with the device. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was unable to authenticate, and the device was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.